Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the black box shows no evidence of loss of prime, ¿cs162¿ warnings due non-primed pump are observed. Returned battery cap and test cartridge cap were used to complete the investigation. There were no ¿cs162¿ warnings or any eaw occurred during the investigation, the product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.